Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a skin is raw and bleeding underneath of the lifevest. There was no alleged device malfunction contributing to the irritation. Patient reported that the nurses are putting medicine on the irritation with a patch and the area is feeling a lot better.